Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had ineffective stimulation coverage despite attempts at reprogramming. It was reported the pt underwent another scs trial procedure on (B)(6) 2012, in order to address needed coverage in her left foot. No further information is available at this time.